Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. Noise was also observed and was over-sensing at times. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.